Event description:
It was reported, the battery door cover of the epg (external pulse generator) was missing. The epg was subsequently analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The battery drawer cover was broken off the battery drawer. The lower case control knobs, heart block, and heart wire contacts were also found to be contaminated, the battery contacts were compressed, and the liquid crystal display (lcd) gasket showed in the screen view. One bail cover was missing and one was broken. The ring cover, one bail, a ring, and the battery drawer o-ring were missing.